Event description:
The patient reports left side hearing loss and states that a hearing aid is required. The surgeon's office has not confirmed the reported complaint at this time.

Manufacturer narrative:
The product remains implanted in the patient, therefore there will be no product returned. Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of two for the same event.